Manufacturer narrative:
The failure investigation has been completed and the alleged touch screen issue was verified. Additionally, based on the analysis, the alleged low bg issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 35 mg/dl; cause was unknown. Customer required assistance from healthcare provider to treat bg via consumption of glucose tablets. The customer was instructed to consult with healthcare provider regarding bg level. Subsequently, the customer fell on the pump due to the low bg level and the pump touch screen was cracked and unresponsive. The customer reverted to an alternate method in insulin therapy.